Event description:
It was reported that post implant the right ventricular lead had loss of capture, was oversensing, and dislodged. The lead was repositioned. The lead system was then rechecked and found the lead to be dislodged a second time. The lead was removed and replaced with a new lead. It was also noted that the physician felt that the patient anatomy is likely the cause of dislodgements. It was further reported by the patient that they have had a history of problems with medtronic leads. All the patient's prior leads have been reported except for one prior right ventricular lead, therefore this lead is being reported as an alleged malfunction since the information obtained from follow up with the pacing clinic stated there was no reason noted as to why the lead was removed in (B)(6) 2007. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to be disengaged from the helical channel. Blood/body fluid was found on the outer tubing overlay, which was also melted. Blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled and all insulators were breached cut.